Event description:
In 2008, a patient complained after leaving the hospital, that he had some burns on the forehead. Burns were not determined to be "serious". A dr, chief of radiosurgery, states there have been 6 documented cases of forehead burns since 2008. Of which the date of incident are: 2008, 2009. Headframe screws (titanium and quick fixation screws) and posts (carbon and non-insulated) were all used interchangeably within an MRI environment. None of these events were previously notified to elekta prior to sept. 22, 2009.

Manufacturer narrative:
Investigation results: there is a risk for burns in MRI, depending upon the material type of screws and posts, which sequence is used and also what sar value the sequence uses. The result of too high energy used in the MRI could potentially affect the patient via heating. The mitigation for this risk is to utilize "insulated posts" with the "quick fixation screws" combination holding the frame in place. When using titanium screws for MRI usage, the elekta instructions for use has always stated that "insulated posts" shall always be used. It is apparent that the site used a combination of screws and posts that were not compatible for their mr environment causing the "over-heating". In addition, further analysis of labeling has indicated that device labeling will need to be revised to further clarify the uses of the leksell stereotactic system in various MRI environments. Elekta has released an important notice to customers advising them of the contraindication for the non-insulated standard posts as well as reference to the use of the insulated fixation posts.